Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the reported self-activation as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include issues related to tolerance stackup, component interference and issues related to handling of the device. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no reported patient injury.